Event description:
Patient had IV pump that did not run according to program. Rn noted this after two antibiotics had infused through. One on previous shift and one this on day shift. The pump was removed.